Event description:
Ous MDR - after an unknown implantation time, an excessively high shock impedance was reported. The device was explanted and there were no adverse patient effects reported. The date of implant was not provided.

Manufacturer narrative:
Ous MDR.